Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is not working properly it is not using water an the heater plate is not heating which makes her mouth so dry. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 09/24/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is not working properly it is not using water, and the heater plate is not heating which makes her mouth so dry. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer during the investigation, observed an unknown dust like contamination on the top enclosure, front panel, air inlet of the blower box, rear panel, blower motor and the blower motor seal. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer is unable to directly address the symptoms. The manufacturer cannot confirm the complaint of humidifier not working properly, it is not using water, and the heater plate is not heating up properly. Sections d8, d9, h2, h3, h6 has been updated in this report.